Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station device time was out issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station device time was out issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a timeout issue. The field service engineer (fse) had observed a small floating dot in the upper left corner of the screen, behaving as if that area was being continuously pressed. This interference prevented access to tools and login via admin mode. The fse powered down the device, removed the all-in-one unit, and cleaned dust from the docking area. After reseating the all-in-one and rebooting the system, the issue was resolved the floating cursor was no longer present. Upon login, the escort was automatically logged off by the software. The fse verified functionality using the test application, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.